Manufacturer narrative:
The reported events were helix mechanism issue, inadequate capture, high impedance, and r - wave amplitude. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix extended, stretched, and covered with blood for analysis. X-ray examination confirmed the helix was stretched / damaged and the inner coil was noted to be over torqued at the connector region. The helix mechanism test was unable to be performed due to the helix stretched / damaged consisted with procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the stretched helix as received and the inner coil over torqued at the connector region. The reported events of inadequate capture, high impedance, and r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that, increased pacing impedance, decreased sensing, and increased capture threshold were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead failed to be extended. The rv lead was explanted and replaced to resolve this event. The patient was stable.